Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 37-year-old female patient with cardiomyopathy was implanted with an impella 5.5 device for mechanical circulatory support. It was reported that while the purge cassette was being changed the automated impella controller (aic) alarmed and failed. The aic and the purge cassette were replaced. No patient harm was reported.

Manufacturer narrative:
Upon further review the returned product investigation concludes that the reported failure mode was most likely a defective purge cassette and not an issue with the automated impella controller (aic). A regulatory report is no longer necessary.